Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer touch screen was intermittent and there were some areas where it did not respond. It was noted that replacing the stylus did not resolve the issue. The programmer was returned to service and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the touchscreen was intermittent and that it did not respond to the stylus. It was noted that the keyboard was broken/fractured; the keyboard was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and sytem tests. If information is provided in the future, a supplemental report will be issued.